Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device had reached eol with normal battery depletion and achieved normal longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had reached end of service. It is undetermined if the device prematurely reached end of service. As a result, the patient may undergo surgical intervention to address the issue.